Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved with this complaint were found have an error 4 issue. Unrelated to the reported issue, the test strip vial label is discolored. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. No error message was observed. The meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing for the primary issue. The reported issue could not be reproduced. Unrelated to reported issue, the test strip vial label was discolored. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.